Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject device was not returned to olympus, an evaluation could not be performed. Therefore, a definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The exact age of the patient is unknown, but it is known the patient was 18 to 34 years of age. The event date was in may 2023, however the exact day is unknown. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported via a post market clinical follow-up (pmcf) survey, the diego elite was used for soft tissue shaving of the head and neck. The device had technical issues and did not adequately coagulate the bone. The procedure was continued without use of the device. An orbital injury occurred within 2 to 7 days after the procedure in which additional medication was used for clinical management. The patient was discharged home fully recovered. The patient had comorbidities that may have contributed to the orbital injury.